Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited high impedance. The device was explanted and replaced. The patient was stable and would continue to be monitored.